Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrence potentially related. To the issue was observed. The image sent by the customer was verified and it was possible to observe stopper with assembly failure. The probable cause for the occurrence is related to failure at stopper assembly station.

Event description:
It was reported that before use of the bd plastipak¿ 20ml syringe luer slip the stopper was deformed. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: a syringe that had the stopper "moved".

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd plastipak¿ 20ml syringe luer slip the stopper was deformed. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: a syringe that had the stopper "moved".